Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by severe abdominal pain, discomfort, and ¿green and cloudy¿ pd effluent. One day after onset, the patient was admitted to the hospital for the event. On an unreported date, the patient began treatment for the peritonitis with antibiotics (unspecified. Ten days after being admitted, the patient was discharged from the hospital. On an unreported date, in the month which followed the month of onset, the peritonitis was resolved and the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.